Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was experiencing poor coupling while charging, she was only able to get 2-4 bars. She was unable to get near 40% charge level and charging took a long time and hurt. The patient stated that it had been like this since the device was implanted. The patient mentioned that the device was no longer flush against her skin and thought it may be tilted. She stated if felt like the bottom of the stimulator was angling in towards her body and she can feel it more while she is walking. The patient was directed to follow up with their primary healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she stopped using the antenna locate feature and found it was ok to go along with the bars to get the best connection. The patient stated she also stopped using the belt because she misplaced it and found she had more bars if she just put in her jeans or underwear so she would not have to push too hard. The patient noted it seemed if she just placed it gently it made better contact.